Event description:
Additional information received indicated the patient's lead had migrated and patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue. Therapy was restored postoperatively.

Manufacturer narrative:
Section h6. Adverse event problem medical device problem code should have been 4003 migration instead of 1291 high impedance. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced a fall. Diagnostic testing was performed and showed high impedance on several contacts. Surgical intervention may take place at a later date to address the issue.